Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, isi has not determined the cause of the reported issue. As of the date of this report, isi has not received the sureform 60 instrument, or the sureform 60 stapler reloads used during the procedure for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs was performed. It was confirmed that a sureform 60 stapler instrument (part number 480460-09, lot l90200306-0271), was last used on (B)(6) 2020. This stapler instrument fired a total of 5 green sureform60 stapler reloads. The first 4 firings were completed without pauses for compression. The last firing had a firing failure. The logs showed the sureform 60 stapler instrument was then replaced with another sureform 60 instrument, part number 480460-09, lot # l90200306-0215. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that with a sureform 60 stapler instrument and sureform 60 green stapler reload, tissue was cut but not stapled. It was further alleged that, as a result, sutures were placed to repair unapproximated tissue. However, at this time, the cause of the customer reported failure and intra-operative complication is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable. Incomplete product information was provided, and the manufacture date could not be determined.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass surgical procedure, the customer noted that after a sureform 60 stapler fired on gastric tissue, all the staples were ¿dumped¿. On 14-jul-2020, an intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator confirmed the event date was (B)(6) 2020 and that the procedure was a gastric bypass. The patient was (B)(6) years old, caucasian, female, (B)(6) lbs, with a history of obesity. The robotics coordinator reported the sureform 60 stapler instrument was inspected prior to use, and no damage was observed. It was alleged that while the surgeon was attempting to staple gastric tissue with a green sureform stapler 60 reload (it was the 3rd or the 4th fire), the tissue was cut, but not stapled. It was noted that the tissue was pushed out, and the staples were ¿dumped in a clump.¿ as a result, sutures were placed to repair unapproximated tissue. There were no obstructions between the instrument jaws. The surgeon noted no clamping issues. The surgeon sutured to complete the staple line. There was no tissue calcification, and no previous chemotherapy treatment noted. The reload is not available for analysis. No video/ image was available for review. The procedure was completed with a backup sureform 60 stapler instrument. Additionally, the robotics coordinator stated that the patient has not returned to the hospital for any post-operative complications.